Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to deploy, inflation issue, and deflation issue were unable to be confirmed. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to deploy, inflation/deflation issues, or difficult to remove from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect of angina, as listed in the xience prox everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries.

Event description:
It was reported that the procedure was to treat a mildly calcified mid left anterior descending artery. A 2.0 x 8 mm xience prox stent delivery system (sds) balloon did not fully expand to deploy the stent. The middle of the stent was not fully expanded and the balloon did not deflate. The patient had st elevation and severe chest pain which was treated with medication. The balloon finally deflated after multiple attempts and the patient symptoms subsided when the balloon deflated. There was resistance removing the sds from the anatomy. It was noted that the middle portion of the balloon had not expanded. Repeat post-dilatations were performed with an nc balloon catheter which expanded the waist in the stent and it was fully apposed to the vessel wall. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Date of relevant tests/lab data has been estimated. Implant date has been estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro x is currently not commercially available in the us; however, it is similar to a device sold in the us.